Event description:
It was reported that: the closure device was deployed extravascular. That device was removed over the wire and a new device was deployed deeper with immediate hemostasis. Post angiogram showed a dissection and the site was ballooned for 3 minutes with a 6 x 40 balloon.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team revealing the presence of an artificial hip replacement, low positioned access site, and a dissection posterior to the manta. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized after multiple attempts to gain a lower positioned access. The arteriotomy was 6.3mm, no calcium or tortuosity, with a depth measurement of 5cm. No issues were encountered advancing and withdrawing the procedural sheaths. Following deployment, manta was deployed at the premeasured depth, however, was deployed extravascular. The first manta device was removed off the guidewire, a second manta device was placed and deployed deeper with immediate hemostasis. A post angiogram revealed a dissection, balloon inflation was applied for three minutes. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. There are multiple factors that are possible causes contributing to the tract deployment. It is likely the cause of this tract deployment is due to arterial damage/dissetion possibly created during multiple attempts at gaining access. The IFU lists potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.